Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu and pump module was observed to have "corroded / green deposits" to the iui connector. Devices removed from service and tagged for clinical engineering. This was observed by bd representative during their site visit. There was no patient involvement.

Event description:
It was reported that the pcu and pump module was observed to have "corroded / green deposits" to the iui connector. Devices removed from service and tagged for clinical engineering. This was observed by bd representative during their site visit. There was no patient involvement.

Manufacturer narrative:
Correction: medical device catalog # additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of corroded was not determined because no products or device logs were returned.